Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose, diabetic ketoacidosis, and an allergic reaction to infusion set tape on (B)(6) 2018 with blood glucose of over 700 mg/dl at the time of the incident. The customer was at 325 mg/dl at the time of the call. The customer used the pump to treat. The customer experienced allergic reaction symptoms such as cellulite and abscess on the stomach, and high symptoms such as extreme thirst. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer also reported a keypad anomaly. Troubleshooting was not completed. The insulin pump will be returned for analysis.